Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the pyxibus connection was unplugged. The field service engineer powered off the station and re-seated the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had medications that had a drawer failure, unable to open. The customer reported able to get medications from another station and there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.